Event description:
During primary surgery in 2007, the surgeon breached the medial wall, the cup was implanted. Approx one month later, the patient had to be revised because the cup migrated medially.

Manufacturer narrative:
This complaints is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.